Event description:
Customer stated that she has had trouble bringing down the blood glucose level. The blood glucose readings have been in the 400 to 500 range. Customer ended up in emergency room. The blood glucose reading at the time of the event was 438 mg/dl. Customer gave bolus in the thigh, 14 units did not bring down the blood glucose level. One hour later, she was still high. Hospital treated with 10 units by IV. The last reading was 352 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.